Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cadd-solis vip ambulatory infusion pump had under-delivered, as the patient returned for disconnect with a significant amount of drug remaining in the bag. The pump had been programmed correctly, and pharmacy confirmed that the drug was mixed properly. The pump had a remaining volume of 400¿ml. The event occurred during infusion at patient's home. There was no patient harm.